Manufacturer narrative:
The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1066 - envision ide study, patient site (B)(6). It was reported that on (B)(6) 2026, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 18mm non-abbott balloon. The valve got fully re-sheathed 1 time due to the implant being too high. The final implant depth at non-coronary cusp (ncc) was 6.4mm and left coronary cusp (lcc) was 7.5mm. The patient developed intermittent complete heart block, sinus bradycardia, junction escape and accelerated junction, and premature ventricular contractions post valve deployment. A temporary pacing wire was placed. The post-procedure EKG noted a left bundle branch block. These were resolved without sequelae on 01 may 2026 and the patient was discharged the same day.